Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the complained part shows that the holding-clip and the head came off the screw body. The holding clip is slightly deformed; with the available information we are not able to determine the reason. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that the part was easily separated between body and head. This is report 1 of 1 for complaint (B)(4).